Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that complications such as a partial flap, thin flap, and vertical gas breakthrough occurred on a patient's left eye, during a lasik procedure. As a result, the procedure was aborted, and the patient experienced blurry vision and glare.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Latest preventive maintenance on confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty-three successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment left eye could not be identified in the logfile. The review of the complete treatment day shows that fourteen beam control checks were performed way before the start of the treatments and not immediately before the treatments. The review also shows that during twenty treatments the suction process was achieved without missed vacuum one or two and re-dockings. During three treatments the surgeon has had difficulties to reach a valid suction one. The surgeon interrupted one treatment by releasing the laser pedal during bed cut. The review also shows that all treatments were performed with no relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Treatment report was requested but not provided, therefore a deeper analysis can¿t be performed. Root cause for this event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).